Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 4 ½ years ago. The patient returned some time after aaa repair with a type 2 endoleak. The physician tried to embolize this three years post index procedure but was not successful. The patient came back with a possible type 1 endoleak and enlarging aneurysm sac. The patient was operated on and the stent grafts were removed; however, they were not thought to be the cause or have any issues with the enlarging of the sac. Open repair was done and the patient had a good recovery and no further issues. No additional clinical sequelae were reported and the patient is fine.

Event description:
The device was explanted during surgical conversion due to a ruptured abdominal aortic aneurysm. Details of the patient's original treatment, including aneurysm morphology at implant, were not provided. It was reported that the patient had an ongoing type ii endoleak with an enlarging aneurysm; attempts at lumbar embolization in 2010 had failed. The patient recently presented with a ruptured 8.3 cm aneurysm, and the decision was made to convert the patient at open repair. During the explant the device was found intact, with a possible type I endoleak from the posterior - proximal aspect of the device. The stent grafts were removed by dividing the devices; the right iliac limb was left in-situ. The patient was successfully converted. From the examination of the returned devices the cause of the aneurysm enlargement leading to the ruptured aneurysm could not be determined. The device was returned in 3 cut sections. The bifurcate aortic body, the bifurcate flow divider with ipsi limb origin, and the majority of the contra limb. The distal 3-spring length section of the bifurcate ipsi limb, and the proximal 1-spring length section of the contra were not returned. Two fabric tears, 0.4 mm and 0.6 mm in length, were observed on the bifurcate proximal graft margin, and an additional 0.6 mm tear was seen above the connecting bar near the flow divider. No other stent graft integrity issues were observed. Films were not provided to evaluate the in-vivo configuration of the stent graft; the exact cause of the tears could not be determined but were more than likely abrasion related (2x), and from an enlarged suture hole. It is possible that these tears may have contributed to the aneurysm enlargement, however they appeared covered by tissue in the "as-received" condition. The cause of the aaa enlargement was likely due to the ongoing type ii endoleak from the lumbar, with a possible contribution from the proximal type I endoleak seen during the open repair.

Event description:
.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (conversion to open repair).

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).